Event description:
Awl was discovered loose when pulled for instrument case prior to surgery. The scrub tech tightened the awl sleeve tip and used as normal. With usage the tip continued to loosen and ultimately not full tighten. This resulted in the awl-sleeve to fall off into the patient. This part was removed and multiple flouroscopy images were taken to ensure that there were no resulting particulates left within the patient. Upon inspection after the case, the threads of the awl sleeve were seen to have broken into the distal female threads. No harm nor injury to the patient was reported. Upon engineering review, this failure was likely due to the high usage and wear/tear of the instrument where the tip was overtightened onto the awl several times. This repeated overtightening motion applies continual stress on the threads at the distal end and over time could result in the shearing/breaking of these threads.